Manufacturer narrative:
Additional information related to the event was requested, however, limited information was made available by the user facility. The device was returned to the service center for evaluation. A visual inspection was performed on the returned device and found there is foreign material on the distal end of the jaw. The ptfe pad (teflon pad) was inspected and found to be lifted, with approximately 0.334¿ of metal exposed on the device jaw. The device was attached to the test usg-400/esg-400 which cause an ¿open circuit¿ error message, when the jaws are closed and the seal/cut function is activated. This is normal when no or insufficient tissue is between the probe and jaw. The device passed the probe check. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The service center was informed that during a laparoscopic liver resection procedure with intelligent tissue monitoring, two hand-pieces prompted ¿short circuit¿ error messages when activated. The customer reported that it is believed the teflon pads may have been loose. The intended procedure was completed successfully with a third similar device. There was no patent injury reported. This is 1 of 2 reports.